Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringes was broken from between the needle tip and syringe. The following information was provided by the initial reporter, translated from chinese to english: before use, check according to the regulations and found that the connection between the needle tip and the syringe is broken.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 301948 and batch number 2108219. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples were obtained for evaluation from the manufacturing facility. However, the retained samples did not display any signs of defect. The material used to manufacture the discardit syringes has been selected and tested to resist normal conditions of use. The assembly machines have an inline detection system which inspects all material and automatically rejects any damaged parts identified. Although an exact cause could not be identified, it is possible that this incident resulted from a blockage during the barrel feeding process that went undetected by the assembly machine.

Event description:
It was reported that the bd plastipak¿ syringes was broken from between the needle tip and syringe. The following information was provided by the initial reporter, translated from chinese to english: before use, check according to the regulations and found that the connection between the needle tip and the syringe is broken.